Event description:
The patient reported that her infusion device showed a 2.01 on the device display screen. The patient stated that she changed out the power pack and the infusion device reset properly. The patient was aware of the power pack recall and knows to change out the power pack every 2 weeks. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will be returned for evaluation.

Manufacturer narrative:
H:6: no product will be returned for evaluation.